Manufacturer narrative:
The biomed found and repaired a broken wire in the interconnect cable. The customer canceled the service call. The system is operating as intended.

Event description:
The customer reported that the fluoroscopic x-ray dose rate was high and the image displayed was out of vertical sync on the system. No pt injury was reported.